Manufacturer narrative:
While troubleshooting the issue, the customer observed poor precision runs, for both the reagent probe and sample probe. The customer replaced both the reagent and sample probes as well as the sample syringe seals the customer verified no additional discrepant results were reported since changing the parts. Both the reagent and sample probes were considered the likely causes for the issue. A service history review for architect c8000 serial (B)(4) revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. The architect system operations manual provides adequate information, troubleshooting, and component replacement procedures concerning erratic/ discrepant results. A 12-month search for similar complaints identified no adverse trends for the reagent and sample probes. A review of the c8000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant dilution result issue described in this complaint. The c8000 erratic result rate is within acceptable limits with no adverse trends identified. Taken together, no product deficiency or systemic issue were identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely depressed calcium of 27.8 mg/l that repeated 93.1 mg/l when processing on the architect c8000 analyzer. No specific patient information was provided. No impact to patient management was reported.